Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the he had bent cannulas from 5 out of the 10 infusion sets in the box. Customer's blood glucose was about 420 mg/dl at the time of the incident. Customer was advised to change the infusion set. Customer stated that he went to his diabetic technician and he was advised to bolus every hour and check it. Customer stated that his blood glucose level was close to 600 mg/dl before he changed out the infusion set. Customer bolused and after he ate lunch, he did an infusion set change because his blood glucose was still high. Customer thinks that the issue is the infusion set because when he changed it, he stated that it was good.